Event description:
Boston scientific crm received information that during the routine device replacement procedure, the physician experienced difficulty unscrewing the setscrews on this pacemaker. After many attempts, the physician broke the device header to release the lead. The lead was tested and remains in service with the new pacemaker.

Manufacturer narrative:
Upon receipt, pre-econtamination inspection confirmed the header separation and damage to the topfill of the atrial connector blocks. The atrial seal plugs were missing and the header was cut near the v tip connector block. The a tip setscrew was stuck in the up position and the force required to free it was measured to be 20 inch ounces. Post-decontamination inspection found the atrial setscrew hexslot was rounded, characteristic of incomplete/improper insertion of the torque wrench either during seating or unseating of the setscrew. There was no evidence of silicone bonding in the atrial inner seal rings.